Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via a remote merlin.net transmission. Review of the transmission revealed that the implantable cardioverter defibrillator was in backup operation. The asymptomatic patient was brought into clinic and a device download successfully reverted the device to normal operation. The patient would continue to be monitored regularly.